Manufacturer narrative:
(B)(4). The device sample has not been returned to the MFR at the time of this report. The device sample has not been returned to the MFR at the time of this report. The MFR will continue to monitor and trend related complaints.

Event description:
Alleged event: for many weeks the medical team thought that pts were tearing off their catheters, but after they tried to pull the device they noticed that the catheters were tearing off easily at the level of the y junction. There was no report of pt injury.